Event description:
It was reported that a pt underwent a thyroidectomy procedure in (B) (6) 2008. Post-operatively, the pt had a reaction to the suture. Two subsequent operations were performed to "correct the problems". Add'l info has been requested.

Manufacturer narrative:
(B) (4): conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. Add'l info: there are three possible devices involved in the event as follows: coated vicryl (polyglactin 910) suture monocryl (poliglecaprone 25) suture prolene polypropylene suture.